Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient's mother stated at 4:00pm, the dexcom continuous glucose monitor (cgm) was not displaying values and had to perform finger sticks on the patient. She indicated that the patient's blood glucose (bg) reading was 53mg/dl and quickly started to increase to 124mg/dl and then from 124mg/dl to 300mg/dl. The patient started vomiting and was taken to the hospital by her mother. Treatment at the clinic is unknown; however, the patient's mother was advised to make an appointment with the patient's endocrinologist and to check the patient's blood sugar every 2 hours. It was indicated that the patient was scheduled for an appointment with the endocrinologist on (B)(6) 2018. At the time of contact, the patient was doing well. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.